Event description:
A wooden-handled elevator broke during ankle surgery. Shattered into pieces that scattered over the operating field. Periosteal elevator 6mm curved, no model number. Depuy synthes. Was discarded at the time of malfunction.